Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the k-wire attachment is not grabbing k-wires was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the attachment device had a loose component and could not be tested. It was noted that the cover spring for the spring was loose, and the device could not be fully tested, and the cover sleeve for the spring and main shaft became disconnected, loctite degrade. The assignable root cause of this condition was determined to be due to loctite wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure of the hand, it was observed that the attachment device was not grabbing the k-wire devices. It was reported that there was no delay in the procedure as a spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.